Event description:
(B) (4).

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient died and was diagnosed with sepsis. There is no allegation from a health care professional that the death was device related.